Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient¿s mother reported when she inserted the sensor into the patient¿s abdomen, the patient passed out. Emergency medical services (ems) was called and evaluated the patient. Per ems, the patient experienced a vagal response from watching the needle on the sensor applicator pierce his skin. The patient was awake when ems arrived and was not transported to the hospital. No data or product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.